Event description:
It was reported that during an implant procedure, the lead could not reached the targeted atrial position. The helix of the atrial lead also had failed to extend during the procedure. The physician elected to not used the lead and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and operation issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue.